Manufacturer narrative:
This report is being supplemented to make a correction to g3 of the initial medwatch. The aware date should be august 18, 2023, when the reportable device malfunction was found. Corrected/updated fields: b5, g3.

Event description:
Upon device evaluation, poor bad blurry image was found.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. It is likely that the procedure was prolonged by fifteen minutes due to replacing with a new camera head. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated, and the allegation was confirmed. Poor bad blurry image due to bad cable that needs to be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during an unspecified procedure using this hd autoclavable camera head, bad image quality/poor image was observed. The user replaced it with a new one and completed the procedure. The procedure was delayed for fifteen minutes without any impact on patient and procedure outcome. There was no medical intervention required. There were no reports of further patient or user harm associated with this event.